Event description:
It was reported that when the doctor tried to use the wireless recharger (wr) for the first time to recharger an implantable neurostimulator (ins), it was not possible to switch on the wr and the device was in shipping mode. They opened and followed the procedures but the device was blinking and not possible to switch on. The device remained unresponsive and seemed broken. They have tried to reset the wr with pressing the main button for 45 seconds but it was not possible to be reset/nothing happened. The issue was not resolved. The wr was replaced.

Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #:(B)(6), ubd: , UDI#: h3: analysis of the recharger, model wr9200 , s/n (B)(6), revealed the device is unresponsive; led's scroll continuously; flash sector read/write protection bits have become set. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.